Event description:
Pt underwent cardiac ablation procedure on (B)(6) 2014. Prior to procedure, pt expressed concern stating he had sustained a burn to his abdomen where grounding pad was placed after undergoing ep procedure back on (B)(6) 2014 and pointed to scarred area on abdomen. No prior notice of the alleged event was reported until (B)(6) 2014.